Event description:
Baxter exactamix fbx1030bp 250ml eva bag utilized for parenteral nutrition pumping on exactamix compounder has what appers to be thin fibrous material/particulates. This is noticed after pumping and floating in final product.